Event description:
It was reported that "1 day post op, while the pt was still in the hospital, they did a cat scan & x-ray and saw screw failure. They went in to remove the 8.5 screw that the head had popped off of. They were tightening down after replacing it and the 7.5 screw head popped off. The surgeon then went to double check the 8.5 screw on the other side & the blocker kept advancing in the tulip and they had never reached 12mm and that screw was replaced as well."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental.